Event description:
(B)(4) fracture of filter. This complaint was published at archives of internal medicine, research letter "frequent fracture of trapease inferior vena cava filters: a long-term follow-up assessment" by masaki sano, md et al. The patient was a male, (B)(6). There was no additional information regarding the patient. On an unknown date: the patient was implanted trapease inferior vena cava filter for dvt. Thirty months later after the implantation: a fracture of the implanted filter was observed. A single fracture of the implanted filter was observed because of compression of the vertebral body. In two unidentified patients, thrombus was also found inside two filters. There will be no further information available for this event.

Manufacturer narrative:
This information was published in archives of internal medicine, research letter "frequent fracture of trapease inferior vena cava filters: a long-term follow-up assessment" by masaki sano, md et al. The patient was a male, (B)(6). There was no additional information regarding the patient. On an unknown date: the patient was implanted with a trapease inferior vena cava filter for dvt. Thirty months after implantation a fracture of the implanted filter was observed secondary to compression of the vertebral body. In two unidentified patients, thrombus was also found inside two filters. There will be no further information available for this event. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. According to the physician the cause of the fracture may have been secondary to compression of the vertebral body which may have produced extrinsic force on the filter resulting in (B)(4) fatigue. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. Factors that may have influenced the event include patient, pharmacological and lesion.

Manufacturer narrative:
Please note that the exact event date is not known but for purposes of the emdr submission the publication date was chosen. Please note that the lot number is unknown and is not available. Additional information is pending and will be submitted within 30 days upon receipt.